Manufacturer narrative:
Corresponding retention test strips (314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was >8.0 inr. Within one hour, the result from a laboratory using thromborel s reagent was 6.1 inr. Based on laboratory result, the patient was taken off warfarin until the inr returned to the therapeutic range of 2.0-3.0 inr. There was no allegation of an adverse event.